Manufacturer narrative:
Complaint number (B)(4). Upon inspection the complaint was confirmed. The opening cable was wedged between the toggle and the pulley, preventing the device from closing. It was also noted that the l/r articulation cable had pulled out of the clasp in the handle. The screw was inspected and the threads and coating were in place as expected.

Manufacturer narrative:
Complaint number (B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
It was reported the clip would not close when the trigger was depressed. The case was delayed for five to ten minutes and there was no patient harm. A new clip was used to complete the case.